Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported her insulin pump alarmed no delivery several times today. The issue started about a week ago and she is still receiving no delivery alarms every once in a while. When a bolus delivery is interrupted, she will attempt to deliver the rest of the bolus and sometime the device will alarm no delivery. Customer changed her infusion set, but the device still alarmed no delivery. Customer's current blood glucose is 377 mg/dl. She stated, she knows why she is high. She was advised of the possible causes of no delivery alarms. Customer also mentioned she received a motor error alarm during the fill tubing stage. Customer uses the sensor feature. She was advised that a false motor error may be caused by viewing the sensor glucose graph during bolus. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.